Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced mesh exposure and erosion, pain, urinary urgency, frequency, urinary tract infection and general anesthesia to remove the device.